Event description:
Through the journal article "impact of mastectomy flap necrosis on prefectoral reconstructive outcomes", healthcare professional reported 82 of 301 patients (27.6%) experienced "major complications" after tissue expander placement, including "capsular contracture" [baker grade unknown] (5.3%), "infections" (25.9%), "hematoma" (5.3%), "seroma" (25.9%), and "necrosis" (14.6%). Affected sides are both left and right. Status of devices are unknown.

Manufacturer narrative:
Article citation: musavi l, bingham eg, anderson l, alnaseri t, demirjian m, kwan l, crisera c, festekjian j, delong mr. Impact of mastectomy flap necrosis on prepectoral reconstructive outcomes. J plast reconstr aesthet surg. 2024 feb 2;91:128-134. Doi: 10.1016/j.bjps.2024.01.054. Epub ahead of print. Pmid: 38417391. The events of capsular contracture, necrosis, seroma, and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown; necrosis; seroma; and infection